Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has alarmed critical pump error. It was also mentioned that the pump was exposed to pool water. Blood glucose level was 127 mg/dl at the time of the incident. No further details were provided. The insulin pump will be returned for analysis.

Manufacturer narrative:
No critical pump error alarms noted during testing. Unit passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and self test. Device received with high sleep current measurement due to severe corrosion on electronic assemblies. Device received with corroded force sensor assembly and moisture damage on motor assembly.